Manufacturer narrative:
According to the initial reporter, the mcs tip cover accessory was discarded. Therefore, the root cause of the customer reported issue cannot be determined. Isi received the photo of the mcs tip cover accessory. The photo was evaluated by an isi failure analysis engineer. The mcs tip cover accessory shows two holes in the pellethane/silicone section. Isi received the mcs instrument associated with this complaint and completed investigations. Failure analysis investigations found no thermal damage on the instrument. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was found to be fully functional. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of 06/19/2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the initial reporter claimed that electrical energy arced through a mcs tip cover accessory. Although there is no evidence that a serious patient injury occurred, if this malfunction were to recur it could cause or contribute to an adverse event. However, the root cause of the customer reported issue is unknown.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the initial reporter (a robotics coordinator) claimed that electrical energy arced through a monopolar curved scissors (mcs) tip cover accessory that was installed on a mcs instrument. As a result, a burn injury occurred on the patient's uterus. However, the initial reported indicated that the uterus was removed as part of the planned surgical procedure. According to the initial reporter, the mcs tip cover accessory had two holes. On 06/20/2019, intuitive surgical, inc. (Isi) contacted the initial reporter and the following additional information regarding the reported event was obtained: the initial reporter confirmed that the only injury sustained by the patient was a burn to the uterus which was removed as part of the planned surgical procedure. There were no other injuries to the patient. The arcing event occurred while the surgeon was separating the uterus from the vagina. The generator was set to a "30/30 blend" when the incident occurred. The surgical procedure was completed successfully. After the event occurred, the surgical staff inspected the mcs tip cover accessory and identified two holes which appeared to be the result of arcing according to the initial reporter. The holes appeared to have evidence of melting. She took a photo of the mcs tip cover accessory but the instrument accessory was discarded. The initial reporter stated that the surgical staff does not reuse mcs tip cover accessories.

Manufacturer narrative:
Additional information can be found in sections g4, g7, h2, and h10. On (B)(6)2019 , an intuitive surgical, inc. (Isi) field service engineer (fse) contacted a nurse at the site regarding the reported event. The nurse indicated that they had replaced the energy activation cable and experienced no further arcing issues.

Event description:
Refer to h10/h11 for follow-up information.